Event description:
Forty six days post-op, the patient experienced an excessive hypertensive crisis. Echo revealed the cg band had torn off of the annulus. During re-op the hcp stated that excessive forces on the product may have ripped the suture from the device fabric, or the patient's annulus. Device was replaced with a mitral valve. No additional consequence reported for the patient.